Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument broke. The customer wanted to know if it was radiopaque. The technical support engineer (tse) informed the customer that it was not radiopaque and would not show up on x-ray. The customer requested for biocompatibility information. The tse forwarded the biocompatibility letter to the caller via email. The site was unsure if the instrument was broken in the patient or before insertion. Procedure outcome is unknown.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.